Manufacturer narrative:
B3 date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that stent moved on balloon occurred. A 4.00 x 48mm synergy xd drug-eluting stent was selected for use. During preparation, upon removal from the hoop, it was noticed that the stent mesh was halfway off the balloon. The device was put aside, and the procedure was completed with another device of the same device. No patient complications were reported.